Event description:
Two pts with discrepant sodium results. Repeat results are by different methodology. Sample 1 initial result 134 mmol/l, repeat 140 mmol/l. Sample 2, tested 7/22/08, initial result 134 mmol/l, repeat result 140 mmol/l. Initial results were not reported. Field service rep determined there was a problem with the sodium electrode. Performance tests were performed which were within specification.